Event description:
It was reported that the patient had a loss of motor neuron normal signal after the spinal cord stimulator paddle lead was placed. The physician removed the paddle lead and performed an ultrasound, however, nothing was normal. The physician decided to abort the procedure, and the patient was admitted to the hospital. It was believed that patients symptom was not device related, and the cause was unknown. The explanted device was discarded by the medical facility.